Event description:
The pt received her scs system on (B)(6) 2010. It was reported that she was without stimulation immediately following the implant procedure. Her lead functioned as designed when tested intraoperative; however, diagnostic tests performed postoperative revealed high impedance readings for all lead contacts. The week following the surgery, it was reported that although the impedance readings remained high, the pt was receiving therapy. Follow-up on the pt found that her stimulation issues persist. She is scheduled for a reprogramming session within the coming weeks in hopes of recapturing effective therapy. No surgical intervention is planned at this time.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.